Event description:
It was reported that the transmitter body sustained burn damage. No patient consequences were reported.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.